Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon also reported the patient had experienced glare at night and strobing lights. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/20/2008, 12/02/2008 and 12/08/2008 by phone, fax, and mail. A completed questionnaire has not been received.